Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.

Manufacturer narrative:
Due to customer usage, the ge service rep has been unable to acquire access to the system. The device remains in operation.